Event description:
On (B) (6) 2009, it was reported that the patient could not recharge the ipg battery and that a different charging systems was tried with the same results. It was reported that the patient charged for several hours, but the patient programmer still displays "ipg battery low - stim off". Patient subsequently lost stimulation.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.